Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the pt's charger exchange on (B)(6) 2013 she did not receive a charging antenna. In turn, the pt was unable to charge her ipg. As a result, the pt's ipg is inoperable due to lack of recharge. An sjm representative met with the pt and confirmed the pt's programmer and charger are unable to locate the ipg. The pt may undergo surgical intervention to address the issue at a later date.